Event description:
It was reported that patient fell and fractured proximal femur, the old stem was removed and a long stem put in to bypass the femur.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade pressfit stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received will be provided in the supplemental report upon completion of the investigation. Device not returned.